Event description:
Pt underwent cataract surgery on 12/7/98, and implanatation of a staar model aa-4203vf intraocular lens. However, after lens insertion the surgeon noticed that the posterior capsule was torn. The surgeon removed the lens, performed an anterior vitrectomy and implanted another lens. The dr feels the lens was at fault. However, the lens was returned and evaluated and shown to have no defects present. Therefore, this event is considered to be due to user error.